Event description:
Device malfunction: difficult to insert - clip applier. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, resistance was felt during insertion of the clip applier/flex-guide into the exchange sheath. The clip applier/flex-guide could not be advanced through the exchange sheath to engage with the sheath hub. A guide wire was inserted and the exchange sheath removed. A second starclsoe se was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a bent cutter with corresponding damage and a witness mark to the exchange sheath hub proximal end cap. The observed findings indicate the exchange sheath hub made contact with the cutter during installation onto the clip applier, leaving a witness mark on the end cap of the hub and out of position bent cutter. The reported experience of resistance and the inability to engage the exchange sheath hub to the device was confirmed. During testing, the cutter was realigned to the proper position and the exchange sheath was installed without resistance. Complete hub seating in the clip applier handle was achieved with a distinctive "click" heard upon the hub seating within the device handle. No other anomaly was detected that may have contributed to the inability to install the exchange sheath to the clip applier. The root cause for the reported experience and the observed damage is a user error in technique; the proper component alignment was not maintained during installation of the exchange sheath to the clip applier. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.